Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The product was discarded by the facility at their location.

Event description:
It was reported by a company representative that a drill bit broke at 3mm of the base of the drill shaft while drilling through the trocar during a bilateral sagittal split procedure at the user facility. The physician was able to remove the broken tip, and the procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.